Event description:
It was reported that the device did not recognize the syringe even after calibration software version: 4.1.5. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was a counterfeit top, right and left plunger cases were present. During power up process, the reported problem was duplicated. The root cause of the reported issue was found to be the two flippers on left plunger cases gets stuck in the up position when device powers up. This issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. The use of counterfeit components in the repair of pump is strictly prohibited. Replaced left plunger case. Replace all other counterfeit components installed. (UDI) is unknown. No product information has been provided to date.